Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. There was no indication that a reagent or instrument issue contributed to the event. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer reported obtaining a non-reproducible, higher than expected, vitros tropi es result from a patient sample processed on a vitros 5600 integrated system: vitros tropi es: 0.167 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).